Manufacturer narrative:
Additional information: d9 (return date) g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full staple complement. The jaws were open. Functionally, the reload was loaded into a representative power handle. The reload communication with the handle was verified and revealed that the returned reload was new. The reload was able to be fully articulated. It was reported that the articulation of the device was insufficient and the jaws did not close. The reported issues were not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: uncomplete jaw opening. Functionally, the reload was clamped and unclamped. When unclamped the jaws did not fully open. The jaws were clamped and unclamped repeatedly and the issue persisted. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown). Sigadaptshort, sig power sigadaptshort lin short adapt (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy, while on blood vessel, the angle of the jaw was adjusted, but it was not at the desired angle, so it was removed once. The angle of the jaw was adjusted outside the surgical field, and an attempt was made to close the jaw, but it did not close. A new reload was replaced to resolve the issue. There was no patient injury.